Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's pneumatic leak test failed.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's pneumatic leak test failed. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit. While testing the unit it was found that the safety disk is having an issue. Then, the fse replaced the safety disk. After the replacement the unit is ready to use. While the testing of this unit is being carried out as per the checklist. The failure analysis and testing dept. Received part number 0202-00-0140 safety disk serial number (B)(6) with a reported unit failure of pneumatic leak test fail. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0202-00-0140 safety disk serial number (B)(6) into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not replicate the complaint of pneumatic leak fail test. The safety disk passed all testing. Retaining the safety disk in the fat dept. Per procedure.